Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation of the essure device/ migration of essure device (dome of uterus)/ perforation (protruding through fallopian tube and eroded through dome of uterus)") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, live birth in 2009, live birth in 2011, smoker on (B)(6)-2014 and morbid obesity. Previously administered products included for allergy: aleve. Family history included hypertension (mother) and diabetes (father). Concomitant products included medroxyprogesterone (depo provera) in 2014 for contraception as well as paracetamol (tylenol) and vitamins. In march 2014, the patient had essure inserted. In 2014, the patient experienced abdominal pain lower ("severe cramping"). On (B)(6)-2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted roux-en-y gastric bypass removal of extruding metallic coil from uterus). At the time of the report, the uterine perforation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and uterine perforation to be related to essure. The reporter commented: patient was having gastric bypass. During the initial examination of the abdomen and pelvis, a thin metallic coil was seen extruding from the uterus and encased in omentum. The fallopian tubes were inspected and the left fallopian tube was noticeably stiff and appeared to have something within it whereas the right fallopian tube was floppy throughout. The metallic coil extruding from the dome of the uterus was consistent with a migrated coil from the right fallopian tube that had eroded through the dome of the uterus. This was carefully removed by gentle traction. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(4)2014: total bilateral occlusion x-ray - in january 2015: total bilateral occlusion current weight was 230 lbs. In jan-2015 essure confirmation test (unspecified) showed one coil was still there. Most recent follow-up information incorporated above includes: on (B)(6) 2018: upon medical qc, explant date was deleted, event migration/ perforation of the essure device/ migration of essure device (dome of uterus)/ perforation (protruding through fallopian tube and eroded through dome of uterus) was recoded (device expulsion deleted). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation of the essure device/ migration of essure device (dome of uterus)/ perforation (protruding through fallopian tube and eroded through dome of uterus)") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth in 2009, live birth in 2011, smoker on (B)(6) 2014 and morbid obesity. Previously administered products included for allergy: aleve. Family history included hypertension (mother) and diabetes (father). Concomitant products included medroxyprogesterone (depo provera) in 2014 for contraception as well as paracetamol (tylenol) and vitamins. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced device expulsion ("migration/ perforation of the essure device/ migration of essure device (dome of uterus)/ perforation (protruding through fallopian tube and eroded through dome of uterus)") and abdominal pain lower ("severe cramping"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted roux-en-y gastric bypass removal of extruding metallic coil from uterus). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device expulsion and uterine perforation to be related to essure. The reporter commented: it was reported that uterine cavity mild irregularity in lower uterine segment. Small air bubbles are noted in uterine cavity. She had morbid obesity with bmi of 40.0-44.9. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion x-ray - in (B)(6) 2015: total bilateral occlusion current weight was (B)(6) lbs. Most recent follow-up information incorporated above includes: on 7-feb-2018: reporters added case become medically confirmed and updated patient demographics. Historical condition, family history, laboratory data, concomitant medication were added. In (B)(6) 2014, she implanted essure (previously reported as 2014). Updated suspect drug inaction. On (B)(6) 2014, she had migration/ perforation of the essure device/ migration of essure device (dome of uterus)/ perforation (protruding through fallopian tube and eroded through dome of uterus) and updated event (previously reported as perforation). And on same date, she had removed essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/ perforation of the essure device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. In 2014, the patient experienced perforation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6) 2014 underwent pelvic surgery to try and alleviate the symptoms). At the time of the report, the perforation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and perforation to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.